Manufacturer narrative:
The initial MDR 2432235-2017-00225 was filed on march 29, 2017. The first supplemental MDR 2432235-2017-00225_s1 was filed on april 10, 2017. Additional information (05/05/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and stated that the data was indicative of incorrect wash reagent being used by the customer. The hsc specialist stated that the scenario of switching the reagents would contribute to the discordant results being generated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they ran out of wash 1 solution. The customer stated that siemens personnel was consulted and had informed them that they can manually mix the wash 1 small container into the reservoir. A lab technician followed the instructions and started processing patient samples on (B)(6) 2017. On (B)(6) 2017, the customer determined that vitamin d results were elevated for multiple samples. When emptying the reservoir, the laboratory technician observed an abnormal smell. The customer changed the wash 1 solution and ran the instrument through multiple rinse cycles. The customer repeated vitamin d testing and determined that the initial results were discordant. The customer also repeated other patient samples, which resulted different from the initial results. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced and primed the reagent and ran quality controls, which were acceptable. The wash 1 solution does not have an odor while the base reagent does have a strong odor. The technician who noticed the abnormal smell while emptying the wash reservoir stated that it was similar to the base reagent odor. The customer stated that it is unknown if the issue was due to the wash buffer or if the operator inadvertently used the base reagent. The cause of the discordant bnp, vitamin d, (B)(6), and (B)(6) results on multiple patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant b-type natriuretic peptide (bnp), vitamin d, immunoglobulin g (igg) antibodies to (B)(6), and (B)(6) results were obtained on multiple patient samples on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). The customer had run out of wash 1 solution and manually mixed the wash 1 small container into the wash 1 reservoir prior to the discordant results being obtained. When emptying the reservoir, the laboratory technician observed an abnormal smell. After troubleshooting the instrument, the samples were repeated on the same instrument, resulting different from the initial results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bnp, vitamin d, (B)(6) results.

Manufacturer narrative:
The initial MDR 2432235-2017-00225 was filed on march 29, 2017. Additional information (04/07/2017): siemens has been made aware that the user facility reported this event. The medwatch number is (B)(4).